Event description:
It was reported that the device alerts "cassette not attached properly" when no cassette is present. The results of the investigation found a failed downstream occlusion (dso) sensor. There was no patient involvement.

Manufacturer narrative:
B3: september is the reported month of the event, but the exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log confirmed "cassette not attached properly" alarms every time the latch was closed. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The cause of the problem was a defective dso sensor, and it was replaced along with the dso seal/bezel to fix the issue.